Manufacturer narrative:
Patients age is unknown, however, the patient is over (B)(6). A visual examination revealed that the working length was twisted and kinked. Additionally, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 5mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device would not bow enough; however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02547 and MFR. Report # 3005099803-2011-02557). It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the physician bowed the device, the device was not bowing enough. A second ultratome xl sphincterotome was obtained and the device was unable to enough. Despite the second device also being unable to bow enough, the physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length is kinked and the extrusion has melted/split.